Event description:
It was reported that the communicator was not connecting, and the communicator power cord was smoking. The communicator power cord had a little bit of smoke at the wall. A boston scientific company representative opted to send the communicator. The communicator is no longer in service. No adverse patient effects were reported.